Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient stated they were a pain in the butt and urinating 10 times was such a pain. The patient stated the stimulation was painful and burning. The stated they were on so much medication that they didn't understand. Contributing factors were unknown. The patient was able to decrease stimulation on the call and stated it was no longer painful or burning. It was unknown if the issues were resolved at the time of the report. Additional information was received. The patient stated it felt like the battery was stabbing them in the back and it hurt. Additional information was received from the patient. The patient stated they were in a lot of pain and the lead came out. They were advised to contact their clinician. Contributing factors were unknown. It was reported the issue was unresolved at the time of the report. No further complications were reported or anticipated.